Event description:
A us distributor reported that a patient was experiencing adjust belt and asystole event messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt/asystole event) has been confirmed. Upon investigation the electrode belt failed a falloff test. The cause for failure was isolated to the q1 component on ECG "d" cable was pulling on the belt electro discharge voltage causing the adjust belt/ asystole event messages. The root cause for the damaged q1 component could not be positively identified. No adverse event resulted from the damaged belt.